Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient (pt) mentioned, since "about" last thursday, their ins had been depleting quicker than they expected and the ins had been charging "slowly." Pt mentioned the same event date, last thursday. Pt said they charged their ins before going to bed last night and this morning, the ins was low. Pt said they met with manufacturer rep (name, asked/unknown) about a week and a half ago (pt saw a rep on a monday) and "everything was fine then." During the call, ins charge was 50% and controller charge was 40%. The patient was redirected to their healthcare provider to further address the issue.